Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The technical service representative (tsr) assisted the hp with clearing the alarm. The tsr explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The product code is unknown, therefor the 510k number is unknown. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.